Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump display screen was found to be dislodged and the adhesive tape was found to be lifted. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Initial reporter: (B)(6).

Event description:
The pump was returned to animas and was investigated by product analysis on (B)(6) 2013. Investigation found that the display screen was dislodged. This report is made based on the results of investigation.